Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced both low and high blood glucose events while using the ilet bionic pancreas, including an overnight hypoglycemia to 51 mg/dl for approximately 30 minutes with device low alerts, and a separate hyperglycemia to 185 mg/dl for approximately 25 minutes without need for back-up therapy. Symptoms included tiredness and irritability during the hypoglycemia, with no loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and no need for professional medical intervention or emergency care. Investigation included complaint handling, device-use troubleshooting, and user education focused on meal announcements, discontinuation of an unannounced bedtime snack, and expectations for algorithmic adaptation; the user also disclosed a deliberate underreporting of body weight in the device to reduce insulin delivery. Investigation of this case revealed no device malfunction and suggested user-related factors, including prior unannounced carbohydrate intake and incorrect weight entry, which influenced insulin dosing and contributed to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.